Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. Nine retained samples from the same lot were evaluated, and luer lock measured, no damage or defects observed, measurements met acceptance criteria. A device history review was performed for lot 2105304, 2103504 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Nine (9) retained optima injector samples from n40-o (lot number 2105304) and nine retained samples from optima connector c35-o (lot number 2103504) were taken for evaluation. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It should be considered that injector/connector separation failure mode is a dry disconnect which prevents leakage by design. It is recommended to use the optional m25-o clamp to avoid dry disconnects during use.

Event description:
It was reported that injector locking n40-o separated from the connector. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the facility representative that the injector and connector disconnected 3 times during treatment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector locking n40-o separated from the connector. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the facility representative that the injector and connector disconnected 3 times during treatment.